Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported there was foreign material. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows bulk packaged needle assemblies in a plastic bag. One of the needle assemblies has dark colored specks on the plastic shield. From the photo, it is not possible to confirm if the foreign matter is embedded. A device history record review was completed for provided material number 305922, lot 4261421. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305922 batch#: 4261421. It was found during our manufacturing process foreign material, at this moment, is just a notification an internal non-conformity has not been documented yet